Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/29/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with burning, inflammation and infection underneath sensor pod area only, which occurred 2 days after the sensor had been inserted in the arm. The skin reaction was confirmed, consistent of an infection of the skin on the needle puncture site, with a well raised edema. The erythema was covering the entire affected area, and on the internal part of the reaction it could be observed purulent drainage. The patient went to the hospital himself. He developed staphylococcus infection on the insertion area. The patient was travelling in brazil when the event occurred. A surgeon in brazil had to perform incision and drainage. The patient was discharged the same day. They prescribed oral antibiotic amoxicillin, ge sulfamethoxazole and mupirocin. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.